Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with oversensing noted on a stored egm. The device was post-paced t-wave oversensing on the ventricular channel. Programming changes were made during the device check and the patient was successfully dft tested with no complications. The patient was stable at all times. Device remains implanted.